Event description:
A customer reported to baxter healthcare (B)(4) regarding the vialmate reconstitution device in which the adapter does not seem to fit correctly and keeps disconnecting. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of "the adaptor does not fit correctly" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required.